Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, the patient received inappropriate atp therapy due to noise. Patient was asymptomatic. When the patient presented in the operating room, externalized conductors were observed. The lead was capped and replaced on (B)(6) 2016 with no complications. The patient was discharged the following day.